Event description:
Customer reported a high blood glucose reading of 468 mg/dl. Customer treated with manual injection. He stated that the drive support cap appeared to be normal and recessed. Customer was advised to remove the infusion set from his body. He found no air bubbles in the tubing and no leaks. Customer was advised to run a manual prime and stated that insulin did exit the tubing. Customer was advised to rotate insertion sites. The cannula was not bent. Customer was unable to perform the high pressure test. He also stated that the reservoir had leaked prior to changing the set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.